Event description:
The physician indicated that during the attempt to interrogate a reply sr he received a message that he cannot specify (there is no image) about incompatibility with the base, and that after several attempts he is unable to interrogate the pacemaker. The session has not been saved, but I attach the expert files from that day in case the error indicated can be located.

Event description:
The physician indicated that during the attempt to interrogate a reply sr he received a message that he cannot specify (there is no image) about incompatibility with the base, and that after several attempts he is unable to interrogate the pacemaker. The session has not been saved, but I attach the expert files from that day in case the error indicated can be located.

Manufacturer narrative:
The conclusions are as follows: - on (B)(6) 2023, the interrogation was not possible since the inductive telemetry head has not been recognized. - on the next day, the inductive telemetry head was correctly recognized. Therefore, the interrogation was well performed. - in order to avoid this kind of issue in the future, the recommendation should be to check the connection at the telemetry head level. - based on the available information, no issue is suspected on the subject tablet. For more details, please refer to the attached analysis report.